Event description:
A peritoneal dialysis (pd) patient reported that his cycler alarmed for a scale reading error and air detected in the cassette during dwell 3 of 4. He was not able to clear the alarms and discontinued treatment. When he removed the set from the cycler he found fluid inside the cycler door. He was advised to contact his pd nurse. The set was discarded. During follow up the patient's wife reported that he did not have any signs of infection. His effluent remained clear. He was not prescribed any antibiotics. No adverse event reported at this time.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.